Event description:
Pt had a witnessed fall by pct's. Pt was being bathed when the side rail gave out and patient started to fall over. Pct's grabbed patient and lowered her to the floor. Pt did not have a head strike, pt was on knees. Pt was checked on by doctor and nurse, then was lifted back into bed. Pt stated she felt okay and was not hurt by this event